Event description:
Pump encountered alarm 20 during operation, prompting customer to seek technical support. There was no reported impact to the customer¿s blood glucose level. Technical support recommended customer load a new cartridge using correct technique, but cartridge alarm persisted, leading to decision to replace the pump. Customer was informed of pump¿s warranty status and advised on backup insulin therapy using mdi. Technical support confirmed shipping details and provided instructions for returning the faulty pump in storage mode with a pre-paid label. Customer understood and complied with instructions.